Event description:
The user facility reported that their sq-240 surgical light would not work during a patient procedure. The hospital staff moved the light head and utilized another one to complete the surgery. No injuries or procedural delays were reported.

Manufacturer narrative:
A steris service technician inspected the light and found a fuse on the lighthead control board had blown. The technician replaced the fuse, tested the light and returned it to service.